Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 600mg/dl due to a broken sensor cannula. Troubleshooting was performed and found that the customer had adhesion issues as well. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined further high blood glucose troubleshooting as the issue is resolved.